Manufacturer narrative:
(B)(4). Based on the follow-up call from (B)(6) 2015, the customer stated her blood sugar readings are within her desired range 78-90 mg/dl now and that her blood results were actually low and the meter is working fine. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of low results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 78-250mg/dl fasting. Verified test strips expire 07/22/2018. Confirmed customer's test strips are being stored properly and opened vial date was unknown. Customer performed a back to back blood test 233mg/dl and 243mg/dl fasting. Reviewed meter memory 1:42mg/dl (B)(6) 2015 08:05:00 am fasting:yes. 2:97mg/dl (B)(6) 2015 09:01:00 pm fasting:yes. 3:89mg/dl (B)(6) 2015 05:31:00 pm fasting:no. 4:69mg/dl (B)(6) 2015 04:35:00 pm fasting:yes. 5:63mg/dl (B)(6) 2015 11:17:00 am fasting:yes. Memory concerns:customer is concern the the 42mg/dl that she took on 11/18/2015 @ 8:05am customer ran a test this morning and got results got 42 mg/dl and ran a blood test with her husband prodigy meter and got 142mg/dl.time and date is not properly set up in meter.customer refused a replacement meter at this time.